Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and not returned. During functional testing on a generator the device gave an error code 5. The device will stop activating, and either emit a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The analysis concluded that the blade broke off due to contact with the clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin. When the blade is damaged and prior to its breaking, it is possible to fail pre-run test, resulting in an error code. This was seen during our testing.

Event description:
It was reported that during an unknown procedure, a solid tone was heard and error code ¿5¿was displayed. Reinstalled the titanium tip broken during the pre-run test. The broken piece did not fall into the patient¿s body. Changed to another one to complete the procedure. There were no adverse consequences to the patient reported. One device will be returning.